Event description:
It was reported that the warmer temperature was not being reached. No report of patient involvement.

Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6).. One device was received. Per visual inspection, the pump was not working, and printed circuit board (pcb) was not alarming. Per functional testing, the high temperature was not being reached. The complaint was confirmed. The root cause was a faulty pcb board keeping the device from reaching operating temperature. It was unknown what caused it to become faulty. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. Replaced the pump, pcb, reservoir gasket and o-rings. Performed calibration. The device passed all functional and delivery tests.